Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of integrated charger has been completed. The reported problem (charger not charging) was due to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (charger not charging) was due to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.